Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom patient care specialist educated patient on how to upload data to clarity diabetes management software. No additional patient or event information is available.